Event description:
It was reported that the physician noted an open circuit on the right ventricular lead and a procedure was scheduled to correct this. During the procedure the physician was able to pull the pin freely from the header of the device and testing of the pins resulted in the lead remaining in service. In the week following the procedure, noise was observed on the lead. The lead was also apparently fractured, the impedance on the high voltage coil was out of range and an alert sounded. The lead was capped and replaced. The lead was subsequently removed approximately two months later due to the patient developing an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): proximal conductor fractured, the distal conductor was distorted, the defibrillation coil was distorted, the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted and breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched; partial lead in segments returned and analyzed.